Event description:
It was reported that the lesion was an eccentric de novo in the distal rca with mild tortuosity. Resistance was felt when retracting the ivus over the bmw guide wire. Both devices were removed from the pt as one unit. When inspecting the devices outside the pt, the tip coils were stretched and they were in a bundle. No pt injury was reported. This is being filed as a malfunction MDR based on the results of the returned product eval, which revealed a guide wire separation.